Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter: pt is receiving IV cellcept, which comes in blue chemo tubing from pharmacy. Rn went in to hang it, tried multiple different blue jackets to cover the tubing and they wouldn't click shut. While rn was trying to clip the jackets shut, the cellcept tubing disconnected from the pt's line at least 3 times, exposing the rn to the cellcept.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.